Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the jagwire was inserted through the ultratome towards the ampulla and in to the common bile duct, it was noted that the hydrophilic tip of the jagwire was damaged exposing the corewire tip. The hydrophilic tip went the opposite way from the ampulla. The hydrophilic tip was then retrieved using forceps. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the jagwire was inserted through the ultratome towards the ampulla and in to the common bile duct, it was noted that the hydrophilic tip of the jagwire was damaged exposing the corewire tip. The hydrophilic tip went the opposite way from the ampulla. The hydrophilic tip was then retrieved using forceps. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the pebax section peeled, exposing approximately 2 cm from the distal end with a length of 2.4 cm of the metal core wire. The tip of the corewire was not exposed. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is not consistent with the returned device that a section of the distal tip detached exposing the tip of the metal core wire. The device presented the distal end damage (peeling in the coating of the distal end with exposure of a section of the corewire), however the distal tip of the corewire was not exposed. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage,also including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and no anomaly was found.